Manufacturer narrative:
The customer reported that a biomed came on site and resolved the issue, but no details were known by the customer as to what the issue was or the resolution of the outage. The customer confirmed that the central is now fully functional and no further issues were observed. Although the problem was resolved by the customer, the cause of the reported issue could not be determined as they did not know how the issue was fixed.

Event description:
The customer reported that a central station monitoring telemetry and bedside patients went offline for several minutes and recovered on its own. There was no patient or user death, or injury associated with the event.